Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the lead dislodged the day after device system implant. The lead was re-implanted and the patient is reported to have been fine afterwards with electrograms showing pacing heart rate. One month later it was noted the patient passed away. The cause of death is unknown. The family has alleged the device did not work around the time of the patient¿s death and that the patient had no breath or heart beat when was sent to the hospital for resuscitation. No autopsy was performed and the device will not be returned. No electrograms were retained by the hospital following the death.